Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, they had three faulty sensors. Customer stated that one sensor only lasted two days and the other two were missing the needle. Customer's blood glucose was unknown. In the insulin pump it was noted the insulin pump had a calibration error. Customer then had to change the sensor. Customer did not know the lot number of the sensors. The customer agreed to replace the sensor. The sensors will be returned for analysis.